Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant a possible grommet / setscrew issue was noted. It was further reported that a warning was alerted for high impedance of the right ventricular (rv) lead, and high impedance was also noted on the right atrial (ra) lead. Issues were noted during pre-discharge interrogation. The leads and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.